Manufacturer narrative:
H4 - device manufacture date: correction. Manufacturer's investigation conclusion: the report of thrombus in the outflow graft could not be confirmed through this evaluation. A specific cause for the reported thrombus was not provided by the account and could not conclusively be determined through this evaluation. Review of the submitted log files revealed that the lvad clock was reset to the default time stamp, indicating there had previously been a total loss of power, which would have resulted in a pump stop. The account submitted a video of CT scans for review, however the reported outflow graft thrombus could not be confirmed. Evaluation of the submitted log files confirmed the reported controller clock not set and the backup battery faults (see system controller investigation). Corresponding lvad data revealed that the lvad clock was also reset at this time, indicating that there had been a total loss of power, which would have resulted in a pump stop. All of the captured data appeared to show the pump operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the hm 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis, infection (local, driveline, and pump pocket), and death as adverse events that may be associated with the use of the hm 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism and infection as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found in the hospital in cardiac arrest on (B)(6) 2024. Vital signs were restores after veno-arterial extracorporeal membrane oxygenation (ECMO) and cardiopulmonary resuscitation (CPR). A thrombus was found in the outflow graft via computed tomography (CT). After tissue plasminogen activator therapy, the patient's pump flow returned to 4.0lpm and ECMO flow returned to 1.7lpm. It was additionally communicated that the doctor described the patient's international normalized ratio (inr) level as greater than 2. Pump support was over 4.0 lpm, and a driveline wound had signs of infection, so the patient was hospitalized for antibiotics therapy at the end of june. There were no changes to pump parameter before the collapse event. No further information was known about the patient's hospitalization period. It was additionally reported that the patient passed away. Family decided stop life sustaining treatment for a peaceful death. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
E1: address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.